Event description:
Joystick allegedly cannot be turned on without great difficulty and also alleged that the power chair seems to turn on by itself, sometimes. No injury is alleged.

Manufacturer narrative:
Replacement order #(B)(4). Return quote #(B)(4) have been initiated for this issue. Model m41 serial number/date code (B)(4) is approximately 2 years old. The user manual part number 1143206 rev g (feb-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.